Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit. Upon initial inspection did not see any physical damage to the instrument. The ambient air temperature probe was not damaged. Opened the unit to verify that both internal fans were operating properly. Reviewed the error log and could not verify any temperature errors. There was not a time stamped temperature in the log for the day it was reported. Performed routine service checks outlined in the service manual. Instrument performed as normal without fault. Allowed the unit to run overnight in the clinical mode with the trainer module. Verified that balloon pump therapy was able to perform without fault. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed overheating alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.